Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the slightly curved and non-calcified vessel. The opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, as the catheter was tracked over an 018 thruway wire to the area of interest, no abnormalities were noticed on x-ray. When the ivus was turned on for pullback, the physician felt the catheter was shaking violently, and wire wrap was noticed on x-ray. Both the wire and ivus catheter were pulled through the sheath and removed from the patient intact. The procedure was completed using a non-boston scientific (bsc) device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. Based on the evidence, the as reported code of "guidewire entanglement" cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the slightly curved and non-calcified vessel. The opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, as the catheter was tracked over an 018 thruway wire to the area of interest, no abnormalities were noticed on x-ray. When the ivus was turned on for pullback, the physician felt the catheter was shaking violently, and wire wrap was noticed on x-ray. Both the wire and ivus catheter were pulled through the sheath and removed from the patient intact. The procedure was completed using a non-boston scientific (bsc) device. There were no patient complications.